Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date stated per the customer of "(B)(6) 2019". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an adverse skin reaction on day 3 of wear of the adc freestyle libre sensor. In (B)(6) 2019, the customer experienced itching and pink skin with a shape of circle under the sensor and was prescribed corticosteroid, triamcinolone cream (triamcinolone acetonide cream,) and a cold compress to reduce the itchiness by the hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor adhesive was returned. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
A customer reported an adverse skin reaction on day 3 of wear of the adc freestyle libre sensor. In (B)(6)of 2019, the customer experienced itching and pink skin with a shape of circle under the sensor and was prescribed corticosteroid, triamcinolone cream (triamcinolone acetonide cream,) and a cold compress to reduce the itchiness by the hcp. There was no report of death or permanent injury associated with this event.